Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2023 at 4:13 p.m. The patient had an initial meter result of 5.3 inr while upon re-test at 4:21 p.m. The meter result was 4.0 inr and at 4:50 p.m. The meter result was 4.9 inr. The patient confirmed that all tests were taken back to back using a new finger stick each time. The patient's therapeutic range was 2.5-3.5 inr and the interval of testing is weekly.

Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.